Event description:
Robotic scissor broke at the lower hinge making it unable to be straightened and removed through obturator to replace. Davinci help desk called, and stated md to possible manually remove both together. No harm. Scissor removed from field.